Event description:
Revision surgery 1 month post op due to suspected infection. The ball head and the insert were replaced.

Manufacturer narrative:
Document review on the lots of implants explanted: cocr ball head 12/14 32 size mm: (B)(4)/lot 122449 ((B)(4) heads produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. Nine items belonging to this lot have been already implanted and no similar incidents have been reported up to now. Versafitcup cc liner 32/e: (B)(4)/lot 122078 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. Forty-three liners belonging to this lot have been already implanted and no similar incidents have been reported up to now. The same control was performed on the lots of implants not explanted (femoral stem and metal back): amistem h femoral stem (k093944) (B)(4)/lot 121497. Batch review ok: no anomalies found. Ten stems already implanted of the (B)(4) produced, without any similar incident. Versafitcup cc trio cup (k103352) (B)(4)/lot 1222518. Batch review ok: no anomalies found. Forty-two cups already implanted of the (B)(4) produced, without any similar incident. On the basis of the data collected, a device involvement in the infection is highly unlikely.